Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had motor error alarm and a no delivery alarm occurred during basal delivery. The customer¿s blood glucose level was 490 mg/dl. The customer assisted with troubleshooting for insulin pump error. Customer reports the drive support cap appears normal. Customer was able to complete pump rewind. Customer states they performed displacement test and test results was insulin pump alarmed no reservoir. Customer states displacement test and manual prime were successful and motor alarm did not recur. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.